Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working a month before the revision surgery. Examination of the device identified there was a crack in the pump tubing. The ipp device was explanted and a new ipp device was implanted. The patient improved following the replacement surgery.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole and tool marking were present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure tested due to the leak that was identified. Both cylinders had wear at a fold in cylinder body. The ams 700 spherical reservoir was visually inspected and functionally tested. No leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. No leaks were found. The pump was functionally tested and performed within specification. The product record review indicated the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working a month before the revision surgery. Examination of the device identified there was a crack in the pump tubing. The ipp device was explanted and a new ipp device was implanted. The patient improved following the replacement surgery.